Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a fall, which broke her ankle and caused her blood glucose to run high. The blood glucose reading was unknown. The customer stated that she had to discontinue use of the insulin pump when she was hospitalized and the emergency workers discarded her transmitter. She noted that she would have surgery the following day. She assured that she was in the hospital due to the fall. Nothing further reported.